Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 modular cable is (B)(4). Approximate age of device - 1 year, 10 months (calculated from the date when the modular cable was issued to the patient). The returned modular cable was connected to a test system controller, heartmate3 pump, patient cable, power module, and system monitor. The system operated as intended without any alarms active; manipulating the cable had no effect on pump function and did not result in any alarm. The modular cable was functionally tested and passed the test procedure. The investigation was unable to determine what caused the driveline power fault alarm recorded in the log file. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the lvad system was producing a yellow wrench driveline power fault alarm. The patient was admitted yesterday and upon arrival to emergency department, the system monitor displayed ¿driveline power fault¿. The lvad appeared to be working normally and parameters were stable. An x-ray was performed and the integrity of the percutaneous lead (driveline) was intact. The patient was fine in the hospital and the hope was to discharge the patient. A log file was reviewed by the technical service representative and a driveline power fault alarm was confirmed. The modular cable was exchanged and returned to the manufacturer for evaluation. No additional information was provided.